Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient went back to the hospital and found that the perineum wound was broken, and the absorbable suture was strip and not absorbed. To resolve the issue, incision was cleaned and disinfected, and the unabsorbed suture was cut off.